Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have loose grip cable at proximal end. As a result of the loose grip cable, the instrument failed seal test and jaws did not open and close properly. The instrument was found to have 3 grip torque errors 22024. Additionally, the instrument exhibited low torque during use, which, typically results in a sealing malfunction. The instrument passed hard grip force test. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument caused the system to shut down. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm vessel sealer extend (vse) instrument did not cause delayed sealing or insufficient sealing. The reported issue was unrelated to loss of energy or "no sealing". The instrument did not work at all. The jaws of instrument would not release. There were no errors generated. Customer did not hear audible signal (continuous tone) while the pedal was pressed during sealing. The seal cycle did not complete with the three fast audible tones as expected. Tissue effect was observed during the sealing cycle. Customer did not cut out any tissue(s) that was not fully sealed. Customer was operating on bowel tissue when reported event occurred. There was no bleeding to be observed due to vse issue.